Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that prompting for login during session occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and confirmation of the allegation and probable cause was undetermined. No injury or medical intervention was reported.